Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the infusion set tubing was "torn" from the adapter while the patient was asleep. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set lot number was not provided. The infusion set was requested to be returned for product evaluation.